Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and had contact with a healthcare professional (hcp) who administered an unspecified intravenous injection, placed under a thermal blanket to warm up and a catheter was inserted for treatment for the diagnosis of hypoglycemia. The hcp took a reading of 13 mg/dl on an hcp meter. There was no report of death or permanent impairment associated with this event.